Event description:
It was reported that the pump had a critical alarm and showed the message "motor stall pump may exceed tube set"; however per reporter "the content of the drug reservoir kept decreasing." It was indicated that patient was hospitalized due to the event, but had experienced no symptoms/injuries. There was no MRI during this period. Per the pump logs the motor stalled on (B)(6) 2012 with no recovery and later the tube set warning message appeared on (B)(6) 2012. Drugs delivered via the device were naropin and morphine. It was later reported that the device explant was planned but was not to be done yet because the patient had cardiac issues (not related to the device system). It was added that the pump may be replaced when patient gets better with her cardiac issue. A test to check the function of the pump should be performed soon. Per reporter patient continued to not feel pain at the moment, "so infusion might be still going on." A follow-up report will be sent if additional information becomes available.

Event description:
The facility's clinical nurse manager reported to baxter ireland that a vented paclitaxel set had tubing breaking away from the chamber. The set had been primed with saline and was about to be used. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition, that a vented paclitaxel set had tubing break away from the chamber, was confirmed during sample evaluation. One actual defective sample was available at the plant for evaluation. The sample was visually checked. The tubing was not separated from the chamber. However, the sample's evaluation confirmed that the spike was separated from the chamber and no solvent trace was found on the chamber. Hence, the reported by the customer was confirmed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number.the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.